Manufacturer narrative:
Product is no longer available to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 92 mg/dl and 205 mg/dl.